Event description:
Cosmetic augmentation using allergan textured implants (my uninformed choice knowing what I know now). Since that time I've had a lot of symptoms that I just attributed to age, until I found out a couple months ago of the product recall and the risk of cancer as well as bii symptoms. I've had many gastro issues including ibs, significant memory issues, heightened anxiety, never feel like I can get a good breath, unexplained heart palpitations, regular joint pain, increased allergies, sleeping problems, low libido, headaches, kidney stones, restless legs, unexplained fertility issues, multiple miscarriages. I am type a personality with a very demanding career so I usually just push these issues aside. I am healthy, eat a clean and mostly plant based diet, exercise five to seven days a week, and am the only one in my family with consistent health issues for no reason. Now having read through the symptoms of bii and knowing I have recalled implants, I have to acknowledge the timing and the correlation. I am now thoroughly researching removal of the implants, and opened a claim with allergan (who was kind enough to offer to replace them with new probably equal toxic implants). I am horrified that so many people are dealing with this and that the company is unwilling to compensate surgical fees. But I believe the FDA should know. FDA safety report ID # (B)(4).